Event description:
It was reported that handpiece overheated while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of overheating could not be duplicated, nor was any other reportable event found. The device will be cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance.